Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This was reported to have occurred the weekend of (B)(6) 2017 ¿ (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of exactamix 250ml eva bags were leaking from the back of the bag at the same point, in between the "g" and the "l" of "(B)(6)" on the labeling. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.